Manufacturer narrative:
Updating become aware date to 09/03/2024

Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Updating become aware date to 09/03/2024.